Event description:
It was reported that during a prophylactic extraction of the right ventricular (rv) lead, the laser sheath caused an superior vena cava (svc) tear and the procedure was stopped immediately due to patient decompensation and an emergent open-heart repair procedure. The rv lead was partially removed and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, and only visual analysis was performed and no anomalies were found. Concomitant product: product ID: 7232cx, implantable cardioverter defibrillatorm implanted: (B)(6) 2004.(B)(4).